Event description:
Lab manager reported staff drew blood through the PICC line into a syringe for am labs. A drop from the syringe was used for the inform ii meter. The remainder of the blood was placed in tubes to go to the lab. The meter result was hi, which on the system indicates a result in excess of 600 mg/dl. 30 minutes later the lab result came back as a 70 mg/dl. No adverse event was reported. A request was made for the return of the strips.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.